Manufacturer narrative:
Date of event is approximate.

Event description:
A consumer reported that the protectiveclean power toothbrush metal shaft detached while her husband brushing teeth. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Analysis results: the product was returned, and technical analysis indicated that the cause of the customers complaint was a failed shaft press fit.